Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a failed non-medtronic valve, after approximately 1/3 deployment this valve dislodged forward into an undesirable position. While trying to reposition the valve, the valve dislodged out of the targeted location to above the annulus. The valve was pulled down into the descending aorta to attempt to retrieve it from the patient through the 19fr terumo solopath introducer sheath, which was unsuccessful. The valve was deployed in the distal abdominal aorta. The solopath introducer sheath was exchanged for an 18fr cook introducer sheath, and a different transcatheter bioprosthetic valve was successfully implanted within the failed non-medtronic valve with no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: a root cause of the dislodgement could not be determined from the limited information available; however, potential factors include inadequate deployment (due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion) and incomplete detachment of the valve from the delivery catheter system (dcs). (B)(4)